Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the stopcock on the sheath detached at the weld. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noticed that the welding area between the stopcock and sheath was broken. Functional testing was not performed due to the damage to the device. The most likely cause of this condition is user error of the device.